Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1(event site telephone(B)(6)). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse isolated the leak to the high pressure regulator for the helium and high pressure regulator and pressure transducer fitted and new helium cylinder was fitted , and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak.